Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this device and right ventricular (rv) lead was receiving foot care. A doppler was used during this time and a pause of 2-3 seconds was noted. It was reported that previously noise had been noted on the lead. The patient was to be seen for a device check. There were no adverse patient effects reported.